Manufacturer narrative:
The actual device used during the case was returned and evaluated. Visual examination of the occlusion balloon wire revealed evidence of dried blood indicating use. Visual examination of the occlusion balloon material revealed that the material is torn away from the proximal seal band and folded in a distal direction. A review of the device history record did not detect any deficiencies in the manufacturing process. The event has been confirmed for deflation.

Event description:
It has been reported to us that the occlusion balloon deflated unexpectedly. The physician inserted the occlusion balloon wire into the patient and inflated the occlusion balloon to occlude the vessel. The occlusion balloon then deflated unexpectedly. The device was removed and replaced with another device to complete the case. The patient is reported to be fine.